Manufacturer narrative:
Investigation summary: 186 unused samples (model #20039e) were returned by the customer. It was reported that they can't push through to inject. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid paths of 182 of the samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of 4 of the samples were not open and were unable to be flushed. The customer complaint can be verified in these samples. A device history record review for model 20039e lot number 20125766 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 5 smallbore 6 inch ext vlv sets were blocked/occluded during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "item defective ¿ can¿t push thru to inject".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 smallbore 6 inch ext vlv sets were blocked/occluded during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "item defective ¿ can¿t push thru to inject".